Event description:
It was reported that during a routine follow-up, the pulse generator exhibited noise. The device had a history of noise since implant in 2010, which was reprogrammed at the time. The device was reprogrammed and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.